Event description:
It was reported by customer that, "caller states he has a patient who they access with product code 0142010 and she is having a rash after access. Caller states they have tried to change the type of bandage and cleaning solution but the rash continues. Caller states the patient has a nickel allergy. Response: explained that the product code 0142010 has a needle made with stainless steel and stainless steel does contain some nickel." Additional information received 06/11/2024: no medical intervention was needed to treat the allergic reaction.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.